Event description:
It was reported that the ventilator generated two technical error codes indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The dc/dc standard connector pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.